Event description:
It was reported that during a lap nephrectomy procedure, the active blade of a 5mm hand activated shear got broken inside the abdominal cavity of the pt. The sheer was replaced and broken piece removed. There was reported pt consequence, procdeure extended less than an hour.